Event description:
Caregiver accessed pt's port-a-cath, flushed port with 0.9% sodium chloride 5 ml and heparin 100 units/ml 5 ml IV. After flushing port, pt "broke out in red streaks from just below his nipples to his knees". Pt given -2- benadryl and brought to urgent care. Pt was then given prednisone at urgent care. When evaluated -2- days later, no further problems noted except itching at open site at r inner ankle. Dose or amount: #1 10 ml frequencey: monthly. Route: IV bolus. #2 dose or amount: 5 ml. Frequency: monthly. Route: IV bolus. Dates of use: 2008. Diagnosis or reason for use: monthly port maintenance. Event abated after use stopped or reduced.